Event description:
The manufacturer's representative reported that during a transurethral needle ablation of the prostate, the needle selector on the handpiece broke and the needle length deployed into the prostate was too long. The physician had selected the 12mm length and the needles deployed at 22mm. No serious injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.